Event description:
Caller reported a malfunction on pump but no notable events occurred prior to it, and the malfunction did not cause customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided instructions to reset pump and assisted caller with the reset; malfunction code did not recur after this intervention. Customer was advised to continue using pump and to call back if any malfunction code recurs, which caller acknowledged and understood.